Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited no pacing, and could not be interrogated. The patient was pacemaker dependent and was taken to the hospital in cardiopulmonary arrest. The device was replaced, and the patient's condition became stable.